Event description:
Tissue expanders were inserted on pt's back on 9/20/94. Both expanders were inflated with saline. Subsequently found to be deflated with leaky valves. The expanders were removed on 12/27/94 and new ones were inserted.